Event description:
It was reported that during a right salpingo-oophorectomy with extensive adhesions, the surgeon stated that the bowel and ovaries were adhered to the abdominal wall. The surgeon completed the case laparoscopically and the patient was discharged home the following day. The patient returned 3 days post-op showing signs of peritonitis. During re-operation, a bowel perforation was noticed. The surgeon stated that he suspects thermal injury to bowel.